Manufacturer narrative:
Add'l info has been requested, and if available, it will be submitted in the supplemental report.

Event description:
It was reported that, "zirconia head was fractured so had to revise to a new 54/56 32mm 10 degree liner with a 32mm lift head." The exact implantation date was not provided, however, it was indicated that the reported devices were implanted in 1999.